Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a remote transmission revealed that the right atrial lead exhibited multiple noise episodes. No patient symptoms were reported. It was elected to continue to monitor the patient.

Event description:
New information reported on (B)(6) 2018 noted that the patient was in stable condition and would continue to be monitored.